Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported that a visible internal dialyzer blood leak occurred twenty minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, did not alarm appropriately with a blood leak alarm. Blood leak test strips were used and tested negative for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a photograph of the combi set connected to the machine was provided by the customer. The photo showed a dialyzer from the label side, and both ends were visible. Within the bell housing, on both ends, blood was visible in what appeared to be wicked polyurethane (pu). There was no other visible damage noted on the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility¿s registered nurse (rn) reported that a visible internal dialyzer blood leak occurred twenty minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t hemodialysis machine, did not alarm appropriately with a blood leak alarm. Blood leak test strips were used and tested negative for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.